Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise due to oversensing was noted on the lead, reprogramming was not successful. Technical support suggested replacing the lead, although the physician prefers to monitor using merlin.net. The patient is well.